Event description:
A surgeon reported that immediately after the intraocular lens (iol) was inserted into the pt's eye, the haptic broke off from the optic. The lens was removed the next day during an additional surgical procedure. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was pulled from the optic (haptic had a bulbous tip, indicating a weld was conducted during the mfg process); also, the haptic was bent-gusset area. The optic was cracked in the haptic insertion area of the removed haptic. While we were unable to determine the origin of the damage, our observation reasonably suggests the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. This report was mailed to FDA on: 3/5/2009.